Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned cardiac catheterization procedure and the procedure was rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting.¿ in addition, the fse identified blown fuse and tripped breaker. The fse replaced the power tray, system control unit and reloaded ghost, after that system booted with no issues and x-ray testing passed. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system had no power to the x-ray equipment as the system was not turning on during cardiac catherization procedure. The customer rescheduled cases as a result of the alleged system issue. The power tray and control unit in the system m-cabinet to correct the issue.